Event description:
Initial reporter indicated that during surgery to replace a pt's generator, the pt experienced five episodes of asystole. The events resolved spontaneously without intervention. The events corresponded to the generator on time. The generator was programmed off and the events resolved. The pt at their postop visit had the generator programmed onto a lower setting and did not have a reoccurrence of the asystole event.